Event description:
New information notes that the lead was explanted and replaced on an unknown date. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. There were multiple high rate ventricular episodes that depicted oversensing of noise by the ventricular channel. The noise was not reproducible in clinic. Impedances were stable. No additional information was available.